Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air in the sheath was observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Ablation was performed. As the farawave pfa catheter went back in for treatment of the cavotricuspid isthmus (cti), while aspirating the sheath and before advancing the catheter up to the superior vena cava (svc), a lot of air was noticed by the physician in the aspiration syringe. The physician continued to aspirate and flush the sheath, but air continued to be seen. The catheter was removed from the sheath completely, the sheath was aspirated again, and the issue was resolved. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.